Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, post-paced t-wave oversensing (pptwos) was noted. The device was re-programmed according to technical services recommendations. The patient was stable.